Event description:
It was reported by a consumer on (B)(6) 2020 that the patient hadn't charged the ins in 1.5 months because it was not working for them. The patient reported that they felt the same way whether they charged the device or not. The patient reported that the issue started last (B)(6) 2019, where they would feel burning in their leg. The patient would charge up the ins but still felt the burning. The patient reported that they charged it again before thanksgiving but that did not help. Additional information was received from a healthcare provider (hcp) on (B)(6) 2020 the hcp reported that the cause of the lack of effect and burning in the leg wasn¿t determined. It was unknown if the issue was resolved.

Manufacturer narrative:
Analysis of the ins found that the device was functionally okay. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that there was a burning sensation in her implant area. The patient reported that it had been going on for a while now, intermittent. The patient didn¿t know when it started. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the cause of the burning sensation in the implant area wasn¿t determined. The hcp reported that the implanted was replaced on (B)(6) 2020. It was unknown if the issue was resolved. No further complications were reported.